Manufacturer narrative:
The device was not received for analysis, therefore no conclusions can be drawn as to the cause of the reported information. The axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium coil could not detach by the instant detacher. The physician tried again, but the coil would still not detach. During treatment of a cerebral arteriovenous fistula / embolization (tve), the axium coil would not detach with the instant detacher. The physician tried again but the coil would not detach. The physician decided to remove the axium from the patient without attempting manual detachment. During removal, the coil detached from the pusher inside the catheter. As a result, the physician removed the catheter from the patient and removed the coil from the catheter outside the patient. The catheter was inserted to the patient again and new axium was inserted. However, the new axium coil was would not detach by the instant detacher and the coil detached form the pusher inside the microcatheter. The prematurely detached coil was removed from the patient together with the microcatheter. A new coil was used to continue the procedure. Nineteen coils were inserted prior to the issue.

Manufacturer narrative:
Please reference MDR 2029214-2016-00908 for the other axium that was referenced in this reported event.